Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned, physical inspection and evaluation could not be undertaken. Review of the manufacturing records found no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Review of complaint history found similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into the complaint is now complete and has been recorded as: insufficient information to determine root cause potential causes for the issue experienced are: unsuitable batteries were used. There was a blockage or leak that was not rectified. Damage as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Event description:
It was reported that on (B)(6) 2020 at 23:00 hrs the community nurses asked to see the patient because the pump had no lights on, it was off and it was unable to turn it on. The batteries were exchanged and the lights came on for a few seconds then went off. The community nurses reapplied the following day. The device had only been on for 3 days.